Event description:
It was reported the patient felt her stimulation is "cutting out". When it comes back on, their leg and sometimes their body moves. Upon interrogating the system, "bad" impedance readings on all the electrode combinations were noted. The patient had planned to discuss a revision with the hcp. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.